Manufacturer narrative:
Concomitant medical devices: d314drg ICD, implanted on (B)(6) 2013.

Event description:
It was reported that the right atrial (ra) lead exhibited far field oversensing of the r wave. Reprogramming options were provided and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.